Event description:
It was reported that while in use with a patient, when passing the catheter through the needle, it gets stuck. Adverse effects are unknown.

Manufacturer narrative:
D4: UDI section, expiration date and h4: manufacture date are unavailable based on the reported lot number in the narrative. G5: 510k is unknown, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated.device evaluation: as a result of observing the tuohy needles, there were no noticeable abnormalities in appearance. The lumen of the epidural needle was also observed, but no abnormalities that could lead to an event were identified. The catheter was passed through the epidural needle to confirm its passability, but there was no resistance. The complaint was not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken as the complaint was not confirmed. The manufacturer will continue to monitor trends for this event.